Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, two possible lot numbers were identified. For these final lots, (B)(4) 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. According to the device history record reviews, (B)(4) lots were reprocessed for anomalies that did not contribute to the customer complaint. (B)(4) lots were reprocessed for an anomaly (possible nonconforming septum) that could have contributed to the customer complaint. The device history record reviews did not point to a root cause because the lots were reprocessed and the product released met the product¿s acceptance criteria. (B)(4) lots had no anomalies found based on the device history record reviews. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. The reported lot for this complaint includes affected manufacturing lots.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. Additional information has been requested. (B)(4).

Event description:
A doctor reported that some trocars were leaky. There was no patient harm. It is unknown which trocars leaked and when the event occurred. Additional information provided by the nurse. The trocars were from two different paks and stand alone. The issue occurred at two patients but no patient harm was reported. This report is for one of the surgical paks. Additional information has been requested.

Manufacturer narrative:
The previously concomitant products reported did not apply. The previously device reported did not apply. The correct one has been corrected.